Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were used emergency medical services and hospitalized due to diabetic ketoacidosis on (B)(6) ,2022 with blood glucose level was over 500 mg/dl in range. The current blood glucose value was unknown. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin intravenous drip. Customer reported that the hospitalization event was extremity pain or cramps. The auto mode feature was inactive at time of event. The customer will discontinue use of the device.